Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to a diabetic ketoacidosis. Customer's blood glucose level was 250 mg/dl. She was intensive care unit and was on insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The phone call was reviewed, and found that the customer also reported that her blood glucose levels had dropped to 40 mg/dl. The customer stated that she had experienced seizures because of the low blood glucose levels as she does not recognize when her blood glucose levels are dropping.